Event description:
The customer reported the battery is not longer working, even after boosting the battery on a charger. There was no report of patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.